Event description:
A patient reported that they passed out due to low blood glucose while trying to test on the meter which would not turn on. Pt's meter allegedly had no power. Issue was not resolved. Pt was unable to test on their fasttake meter. When the customer regained consciousness, the customer tested on another meter and got a reading in the low 20s. The customer was taken to the hospital and given IV glucose. No further information has been reported.